Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 06-nov-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 06-nov-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - it was reported that the patient and her husband were driving through the parking lot of a restaurant, and went over an unmarked speed bump. The patient stated they hit the bump so hard that they both hit their heads on the ceiling of the vehicle and that when that occurred she received a shock from the device. Patient notified the rep the next day because she was concerned the lead became dislodged. The rep performed both a connectivity and impedance check and both results were within normal limits. Rep reassured that the leads were still connected to the device. The patient reported that she had been getting very good pain relief from her ins and felt much better after having checked the leads for connectivity. Issue was resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep said they have no way of determining if the shocking was caused by going over he speed bump, they were only reporting what the patient reported to them. No further complications were reported.